Event description:
While servicing the device, the philips field service engineer (fse) discovered that a v-lead set was defective. There was no reported patient or user involvement and no adverse patient/user impact.